Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01164. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a pc400 through the lantern, the physician experienced resistance and the pc400 was unable to advance; therefore it was removed. Next, the physician re-attempted to advance the same pc400; however, resistance was experienced again and, consequently, the pc400 pusher assembly became kinked; therefore, it was removed. The physician then attempted to advance a new pc400 through the lantern, however, the same resistance was experienced again. The physician therefore removed the pc400, the lantern, and the non-penumbra sheath. Upon removal, the physician noticed that the tip of the lantern was slightly damaged. Nest, the physician inserted a new catheter and a non-penumbra microcatheter into the target location and attempted to advance the same pc400. Despite experiencing resistance, the physician was able to successfully deploy and detach the pc400. The procedure was then completed using 10 additional coils. There was no report of an adverse effect to the patient.